Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2017, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event while on the pump. The reporter stated that the patient blood glucose readings as high as 34 mmol/l with symptoms of frequent urination, nausea, vomiting, drowsiness, thirst, dehydration and large ketones. The patient was treated with insulin via injection. The reporter stated that the pump had been experiencing frequent occlusion alarms. The patient allegedly had experienced the occlusion alarms with multiple different infusion sets. The patient was unable to prime the pump without an alarm. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event as a result of frequent alarms.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/06/2017 with the following findings: multiple occlusion alarms were observed in the black box leading to delivery interruptions on (B)(6) 2017. The force at the time of the occlusions was high. The rewind, load cartridge, and prime steps were performed successfully with no alarms. The pump was found to be detecting the correct force. The pump was exercised for 24 hours with no occlusion alarms occurring. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed delivery accuracy test and was found to be delivering accurately and within range. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.